Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection indicated that two devices showed signs of wear. One of the two that showed signs of wear had a cut in the inflation balloon. The third trach did not show signs of wear. A visual inspection of the two devices without a cut to the balloon showed teflon spray inside one of the cuffs. Teflon spray is inserted under the cuff to prevent sticking of the cuff to the shaft. No hard pieces were detected in the cuffs. An inspection of the trach with the cut in the balloon revealed that the teflon tubing, which attaches the airway line to the shaft, had migrated to the balloon. Further inspection of the other two used devices confirmed the teflon tubing had been dislodged from the shaft. The teflon tubes were determined to be the correct size for devices. The root cause of the reported issue was unable to be determined. The investigation could not confirm whether the teflon tube was not initially installed fully, whether manipulation of the airway line or whether the force of the water caused the teflon tube to move from its position.

Event description:
It was reported that hard piece of plastic was floating in the pilot balloon. No patient injury was reported.